Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the pump was initially set to administer diprivan at a rate of 10 mcg, operating at 3.5cc. However, it automatically switched to 0.9 normal saline at a rate of 10cc. Several rns present in the room observed this change. The increase in the infusion rate caused a drop in the patient's blood pressure, necessitating the initiation of neosynephrine. Upon reviewing the programming data and sequencing, dose trac provides the following pump history for device 807534: before the propofol infusion began, the pump was configured to deliver normal saline at 5 ml/hr as the primary infusion and triggered an upstream occlusion alarm at 14:22. Following this alarm, the pump entered a brief hold state. At 14:23, propofol was manually initiated (lacking nurse or patient ID, which suggests the absence of auto-programming) as the primary infusion at a rate of 3.51 ml/hr with a vtbi of 60 ml. The propofol infusion was then recorded as being in a hold state at 14:23, just 13 seconds later. Several hours later, the pump finally powered off at 18:41. The pump has since been taken out of service and secured in biomed, with the tubing disposed of.